Manufacturer narrative:
Correction: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent surgical treatment for a right inguinal hernia, the patient experienced persistent groin pain, abdominal pain, pain radiating to the right testicle and right lumbar fossa, significant constipation tendency, tingling at the level of the prosthesis, a feeling of support at the prosthesis site, throbbing pain with a painful background, increased frequencyof urination (10¿12 times/day for 5 days), and traces of blood on a urine strip test. Imaging and clinical suspicion indicated possible migration of the prosthesis, with computed tomography revealing infiltration of fat into the right iliac fossa at the proximal orifice of the right inguinal canal. The patient reported disabling pain as an impact. Pre-existing conditions included fibromyalgia, irritable bowel syndrome, varicocele in the left testicle, cryptorchidism in childhood, and a history of ligamentoplasty of the left ankle. Imaging also identified a 22 mm hepatic cyst. A medication prescribe d take.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent surgical treatment for a right inguinal hernia, the patient experienced persistent groin pain, abdominal pain, pain radiating to the right testicle and right lumbar fossa, significant constipation tendency, tingling at the level of the prosthesis, a feeling of support at the prosthesis site, throbbing pain with a painful background, increased frequency of urination (10¿12 times/day for 5 days), and traces of blood on a urine strip test. Imaging and clinical suspicion indicated possible migration of the prosthesis, with computed tomography revealing infiltration of fat into the right iliac fossa at the proximal orifice of the right inguinal canal. The patient reported disabling pain as an impact. Pre-existing conditions included fibromyalgia, irritable bowel syndrome, varicocele in the left testicle, cryptorchidism in childhood, and a history of ligamentoplasty of the left ankle. Imaging also identified a 22 mm hepatic cyst.